Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Method: no product returned from user facility. Results: customer complaint could not be confirmed.

Event description:
The 2.4 and 2.8 inr with protime system vs. 5.2 inr with unspecified lab system. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.